Event description:
In the process of changing a triple lumen catheter to a different type catheter, the triple lumen catheter was cut below the anchor to the skin to achieve a more asceptic technique. The catheter slipped and it migrated into the right atrium, requiring removal in the catheterization lab. Retrieval was successful with no untoward effects. Catheter was not defective.